Manufacturer narrative:
Investigation concluded that the internal components of the breast pump displayed no evidence of malfunction or thermal event. It was visually confirmed that a dark grey substance resembling battery acid was present on the external pump housing, battery compartment area, and battery cover. Additional testing supports that the misplacement of a battery can cause battery leakage. 6 aa returned batteries had battery acid crust on them.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report that while pumping with the purely yours ultra breast pump on battery power on (B)(6) 2016, she noted black fluid leaking from the battery compartment after hearing a loud pop from this area. She states that she continued to use this pump with the ac adapter and black fluid continued to leak from the battery compartment. Customer states she removed all batteries after this incidence and wiped area clean. She reports never coming in contact with the leaking fluid. No injury, burn or property damage occurred in this event.